Event description:
Device 1 of 2: reference MFR report#: 1627487-2013-05210. During surgical intervention, (reference MFR report#: 1627487-2013-05207 and 1627487-2013-05208) the doctor planned to replace the patient's scs system. Unfortunately, both leads could not be advanced due to scar tissue. As a result, the replacement procedure was aborted. The leads will not returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.